Manufacturer narrative:
The returned device was evaluated and investigation found bend in exposed portion of the soft cannula, no leaks were found during testing. Cause of bend in soft cannula could not be conclusively determined. No other damages or defects were found during investigation that would cause device failure to deliver insulin. Download data showed no signs of struggle or pulse width increases that would indicate device struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached between 14 to 16.2 mmol/l (252 to 291.6 mg/dl) while wearing the pod between 4 and 24 hours on the back. The patient noticed insulin leaking on the skin. Hyperglycemia treated with physical activity and increasing the basal rate to 65% for 2 hours.